Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. Stock samples were pulled for evaluation and the reported complaint could not be duplicated. The samples were set up to simulate actual use. Diamond grip powder free latex examination gloves were worn during the evaluation to see if the glove would catch on the sheath. The instructions for use were followed to recreate the actual incident. While holding the sheath by the wings, I snapped the tabs of the valve housing and peeled. During this my thumbs stayed on the wings and not near the area of the sheath that splits. After the sheath was split, I rubbed my gloved thumbs on the cracked area and the glove did not tear. The exact cause of the complaint is unknown. The reported complaint appears to be related to technique or user preference. The review of the manufacturing records verified the above possible lots were manufactured and released to specifications. The instructions for use list the following steps in reference to the reported complaint type: the instructions for use states the following: the valved peelable introducer sheath is not designed for use in the arterial system or as a hemostatic device. The hemostasis valve will reduce the loss of blood and the inadvertent aspiration of air through the sheath. Introduce catheter through the hemostasis valve/sheath and advance it into position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Once peel-a-way is cracked, the corners on the top of the peel away are too sharp. Penetrate through the surgical gloves. This occurred on a patient with infection. Also size of blue portions on peel away is too big. Prevents catheter to being inserted farther down.